Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device associated with this report was returned for analysis. Examination of the physical product can confirm the cracked condition. However the device is broken in two pieces, just one piece was sent for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. -

Event description:
It was reported that the femoral impactor was cracked during the case. No pieces were broken off and replacement is needed.